Event description:
Patient presented with a left lower extremity claudication. Ultrasound showed a complete occlusion of the left superficial femoral artery (sfa). She arrived to the cathlab for a stent placement of the left sfa and balloon angioplasy. During the procedure the stent would not completely lose capture from the deployment device, so the sheath was pushed to pull it back. This resulted in the stent being pulled back from the right sfa from the left sfa. Surgical intervention was called to evaluate patient. In surgery, an aortic left femoral bypass graft using hemashield gold graft and left femoropopliteal bypass graft using 6mm polytetrafluoroethylene ring graft. On the next day the patient became bradycardic and a code blue was called and she expired. Patient refused blood transfusions.======================manufacturer response for complete se vascular, (brand not provided) (per site reporter)======================rep took product without risk management authorization